Event description:
The customer reported that the insulin pump had a frozen display. The customer stated that the device accidentally was dropped before it stopped responding. Troubleshooting was performed. The customer stated that the device was rested for couple hours and the battery was changed, but the insulin pump still did not respond. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.